Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: no product returned for evaluation. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of the balloon not inflating completely is not confirmed. No product was returned for evaluation. The cause of the original complaint is undetermined.

Event description:
It was reported that the event involved a patient in the cath room. Prior to use, negative pressure was performed for the balloon. The balloon insertion via a sheath in the left femoral artery was completed without any problems. When the pump (a2w) started, about 2 cm of the tip was not inflated. The md tried inflating twice using the syringe and the balloon was fully inflated. After the pump was re-started, the tip was not fully inflated again. The (iab) intra- aortic balloon was removed with the sheath, and replaced with a 40cc iab balloon catheter, and the replaced balloon catheter worked properly. There was a 45 minute delay / interruption in iabp therapy. There was no reported patient death, injury or complications. Medical / surgical intervention was not required. The patient outcome is listed as good. A 40cc balloon catheter was used because there were no more 30cc catheters in stock at the hospital.

Event description:
It was reported that the event involved a patient in the cath room. Prior to use, negative pressure was performed for the balloon. The balloon insertion via a sheath in the left femoral artery was completed without any problems. When the pump (a2w) started, about 2 cm of the tip was not inflated. The md tried inflating twice using the syringe and the balloon was fully inflated. After the pump was re-started, the tip was not fully inflated again. The (iab) intra- aortic balloon was removed with the sheath, and replaced with a 40cc iab balloon catheter, and the replaced balloon catheter worked properly. There was a 45 minute delay / interruption in iabp therapy. There was no reported patient death, injury or complications. Medical / surgical intervention was not required. The patient outcome is listed as good. A 40cc balloon catheter was used because there were no more 30cc catheters in stock at the hospital.